Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument jaws were loose, and they were unable to apply clips correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected prior to use with no noted damage. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The clip did not fall into the patient. The type of clip used was weck hem-o-lok clips in medium/large size. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The event occurred on the first clip application attempt. The issue was resolved by using a new instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed and the reported issue with the instrument could not be replicated or confirmed. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test in 2 out of 2 attempts. The instrument was fully functional. No product issue was identified.